Event description:
Patient with history of 2 previous laminectomies and diskectomies was having instability and pain, the patient had lumbar fusion with structural allograft performed. Precontoured rod was secured into the polyaxial head, screws and locking caps were placed and tightened with gentle traction. It was noted that the l3 locking cap could not be fixed, therefore it was replaced. The same thing occurred at the two extremes of the construct. The physician removed the entire screw system and changed it to a different product. This extended the patients time in the or under anesthesia.